Event description:
It was reported that a drop in rv sensing was observed. During the lead reposition, the rv lead slack had pulled back, but lead was still in original location. It was noted that the patient was doing pool exercises and using an inversion table which likely contributed to slack pulling back. The physician tried to reposition the lead to provide more stable location, but red firm stylet became stuck in lead due to the patient anatomy and could not be removed. Decision was made to explant and replace the lead. The patient was stable.

Manufacturer narrative:
The reported events were lead slack issue, r-wave amplitude variation and stylet stuck during repositioning. The reported event of stylet stuck was confirmed but the reported event of r-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece with stylet inserted. Visual examination showed blood/body fluids at the connector region and x-ray examination showed that the inner coil was overtorqued consistent with damage cause during the time of repositioning procedure. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of stylet stuck was due to the blood/body fluids clogged inside the lead body and the overtorqued inner coil at the connector region consistent with damage cause during the time of repositioning procedure.